Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The device was replaced due to it stopped inflating. The specific device malfunction is unknown. The patient had a good outcome.